Manufacturer narrative:
Viscoelastic was not provided. It is unknown if a qualified product was used. It was reported the lens remained in the patients eye. It is unknown if a qualified viscoelastic was used. The instruction for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ovd should be used. The use of an unqualified ophthalmic viscoelastic device (ovd) may cause damage to the lens and potential complications during the device preparation and implantation steps. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the procedure, the lens injected into the patient eye and there was a crack next to the haptic of the lens. It was decided to leave the lens in the eye. Additional information has been requested.